Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken drive rod. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of a broken distal drive rod is attributed to component susceptibility to damage. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with hard surfaces during handling or usage. Additionally, improper cleaning during reprocessing, such as prolonged exposure of the accessory to harsh cleaning agents, can lead to instrument damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, single port (sp) monopolar curved scissors (mcs) instrument had opening/closing malfunction. A back-up instrument was used to resolve the reported issue. The procedure was completing as planned with no reported injury.